Manufacturer narrative:
Correction: describe event or problem, medical device manufacturer, reporting office. Additional information: manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had thermal decomposition of device was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, "device was going to be used to do an infusion but a safety clamp open message that would not allow the device to operate. Upon inspecting the device, a ribbon cable inside the keypad assembly was burnt across its width". There was patient involvement but no harm. The following additional information was provided to a bd clinical practice consultant during an on-site visit on (B)(6) 2026: * reported as thermal decomposition. * device was going to be used for an infusion, but a safety clamp open message would not allow the device to operate. * upon inspection a ribbon cable inside the lvp keypad assembly was "burned " across its width. * there was no thermal smell, no smoke reported. * the assumption was made that it burned as there was a black line across the ribbon cable. * there was patient involvement in that there was a delay in patient care as the nurse had to get another module. * the device was repaired by the customer and returned to service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had thermal decomposition of device was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, "device was going to be used to do an infusion but a safety clamp open message that would not allow the device to operate. Upon inspecting the device, a ribbon cable inside the keypad assembly was burnt across its width". There was patient involvement but no harm.